Event description:
One pt sample with discrepant ammonia results. Initial result gave 282 umol/l; repeated three times giving 125, 114 and 123 umol/l. No erroneous results were reported. The field service representative was unable to determine a cause. Verified analyzer operating within specification. Performance tests were performed.